Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulty during removal. It was reported that the guide wire encountered resistance during removal with the intravascular ultrasound (ivus). Factors that may contribute to difficulty removing an ivus over a guide wire include, but are not limited to, inner diameter of the ivus, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the ivus or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with moderate calcification and mild tortuosity. The balance middleweight universal ii guide wire was used with an intravascular ultrasound (ivus). Upon removal of the ivus catheter, it became stuck on the guide wire in the proximal segment of the vessel and the wire started to come back with the catheter. The devices were removed together. A non-abbott guide wire was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.